Manufacturer narrative:
Unit received with critical pump error and pump error 35 due to moisture damage to force sensor. Unit received with corroded electronic assemblies and corroded motor home switch. Unit received with cracked case (battery tube).

Event description:
The customer reported via phone call that the insulin pump had a critical pump error. The customer¿s blood glucose level was 176 mg/dl. The insulin pump will be returned for analysis.